Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures were not returned. The nosecone has been pushed back into the handle which allows the insertion tube to move loosely around in the handle. The cleat is extended from the handle. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the magnumwire, #2 (5 metric), white/blue co-braid, 48"" found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The reported malfunction was not duplicated during functional testing. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process, please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during a procedure the q-fix suture anchor did not work properly, it came out, the suture doubles over inside the anchor to form two free limbs. The suture broke inside the anchor right after deployment in the bone. The procedure was completed with a sn back up device in the originally drilled bone hole, and no surgical delay was reported. No further complications were reported.